Event description:
An ophthalmic surgeon reported an anterior capsule tear during a cataract surgery. The surgeon feels that during the removal of a very large lens, the movement of the edge of the lens through the capsulotomy resulted in the anterior capsule tear. The surgeon made no changes to the procedure and placed the intended lens.

Manufacturer narrative:
The file was reviewed by a clinical analyst. The surgeon reported an anterior capsular tear only. The capsulotomy was free floating following the procedure, but he feels that during the removal of a very large lens, the movement of the edge of the lens through the capsulotomy resulted in the anterior tear. The surgeon made no change to the procedure and implanted the intended intraocular lens. Based on the reported info, the surgeon feels that manipulation of a large lens through the capsulotomy caused the reported event. There is no evidence that the performance of the system affected the integrity of the capsulotomy or the capsular sac. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).